Event description:
It was reported that the device was explanted after an implant duration of approximately 124.4 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic insufficiency.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to an unsuccessful ring repair.

Manufacturer narrative:
The patient also had another device explanted; please reference medwatch report #2015691-2010-13503 regarding that event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was provided. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 9.8 months. On 05/06/2010, through follow-up with the health-care provider, a response was received. Through the operative report it was learned that the device was explanted due to endocarditis. Per the operative report of (B) (6) 2010, "the mitral and aortic bioprosthetic valves were extensively infected on his leaflets. There was also extensive aortic root abscess with destruction of the fibrous body of the heart."